Event description:
Per literature review, it was reported that: gasperetti, alessio, et al. (2024). "Differences in underlying cardiac substrate among s-ICD recipients and its impact on long-term device-related outcomes: real-world insights from the isusi registry." Heart rhythm, vol 21, no 4, april 2024 https://doi.org/10.1016/j.hrthm.2023.12.007. It was reported that a study involving ischemic and non-ischemic patients implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system were reviewed to determined the difference in device related complications. Review of the data included 1698 patients revealed that non-ischemic patients experienced a higher rate of inappropriate shocks compared to ischemic patients. Some of the causes for the delivered inappropriate therapy include oversensing of physiological and mechanical noise and t-wave oversensing. The rates of appropriate shock showed no significant difference in appropriately treated arrhythmias. Throughout the study population there were also incidents of lead displacement and rupture, and pocket infection and hematoma. No additional adverse patient effects were reported.